Manufacturer narrative:
(B)(4). Batch # unk. Health effect ¿ clinical code (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Please explain what is meant by, ¿stapling failure?¿ can more information be provided about staple form? Were any other technique attempted prior to performing a terminal colostomy? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the current status of the patient?

Event description:
It was reported that there was stapling failure when performing a conventional rectosigmoidectomy procedure. To continue the procedure no other device was used. It was necessary to perform a terminal colostomy.